Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data file for this procedure showed, there were no unusual process variables identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis. Root cause: this disposable set was unavailable for root cause analysis. The rdf was reviewed and there is no conclusive root cause for the reported hemolysis. Based on customer comments, it is likely that the hemolysis in bag # 2 was due to how the product was stored and/or due to the haemonetics filter in post procedure processing.

Manufacturer narrative:
Investigation: per the customer, the units were collected and sent to the lab for component processing on (B)(6) 2015. The unit was processed and leukoreduced using a haemonetics leukotrap filter. Quality control testing found the unit to be within normal limits. The unit was released into inventory on 2/10/15 and bag #1 was consigned to a local hospital. Bag #2 remained in inventory and was designated for another of the blood banks hospitals. Upon inspection of bag #2, the segments were visually inspected and described as being hemolyzed. The unit was placed in quarantined for investigation, the segments for bag #1 were recalled and no hemolysis was observed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that hemolysis was observed in the 2nd double red blood cell (drbc) product bag. The alleged hemolysis was observed post donation during inspection and labeling. No medical intervention was necessary for this event and no follow-up visit was required. The patient (donor) is in stable condition. Patient's (donor) full identifier: (B)(6). The disposable set is not available for return because it was discarded by the customer.